Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9149748 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that "doxorubicin" leaked from the bd luer-lok¿ tip syringe past the plunger stopper during use and "sprayed out on all sides". The following information was provided by the initial reporter, translated from (B)(6) to english: 'during the preparation of a cytostatics (doxorubicin), a kind of leakage occurred at the rubber of the syringe. The liquid sprayed out on all sides. Fortunately, the liquid remained on the mat and the work plate. The patient is not involved. It is about the syringe of 60 ml bd syringe: ref 309653, lot 9149748. The action we took was to empty the entire cabinet as quickly as possible and then thoroughly clean the entire cabinet."